Manufacturer narrative:
One device was returned for analysis of complaint that a motor error had occurred while performing force sensor bridge test during testing. No repair history was found within the last 12 months. Review of event log found force sensor bgnd test. Visual and functional testing was performed. Complaint was confirmed by turning on the pump. It is verified that the force sensor bridge test occurs during the self-test. The device is repaired by replacing the main board, force sensor, plunger pcb, and plunger cable. Replaced the left, and right clutch, worm gear, worm coupling, and motor to fix the motor error issue. After installing and replacing the parts, the pump passed all the testing and is fully operational.

Event description:
It was reported that a motor error had occurred while performing force sensor bridge test during testing. There was no patient involvement.